Event description:
Reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - left. Reason(s) for revision: unknown. Update received: 8th april 2014 - corrected dp47 to 4772578, filled mapped to mw fields, attached scf, attached dp47 query, added reason(s) for revision: pain and metallosis, advised non-depuy stem, added hospital: (B)(6) and added surgeons: dr. (B)(6) / (B)(6). This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.